Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error alarm found on (B)(6) 2022. Pump error 39 occurred during testing due to moisture damage on the motor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 39. Successfully downloaded history files and traces using thump. Pump error alarm was found in the history files or traces on the event date from (B)(6) 2022 15:32:00.00. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube). Pump error alarm confirmed due to moisture damage on the motor. Exposed to moisture on pcba 1 and pcba 2 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able clear alarm and rewind the insulin pump. Customer stated that insulin pump was passed in displacement test. No harm requiring medical intervention was reported. The device was returned for analysis.